Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00156 and 9616099-2010-01018.

Manufacturer narrative:
The alert date for hyperperfusion syndrome should be corrected from (B)(6) 2010 as previously reported to (B)(6) 2010. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-01018, 1016427-2010-00156 and 9610978-2011-00017.

Manufacturer narrative:
Additional information was received on (B)(4) 2010: when the lesion was pre-dilated with a 4.0 x 20mm aviator plus balloon catheter at 14atm, the patient experienced bradycardia, but no treatment was required. After post-dilation with a 5.5 x 20mm aviator plus balloon at 8atm for 14 seconds and 12atm for 8 seconds, the patient experienced slow flow cerebral hypoperfusion. After arthrectomy with the export catheter and removing the angioguard filter, the neurological deficit completely resolved. The next morning at four o'clock, he developed a lot of confusion and some dysarthria and evidence of weakness of the left arm. A head CT scan showed evidence of cerebral hyperperfusion, which got better on subsequent CT scans. The nih scale at the time of discharge was 2 and the rankin scale was 0. This was all thought to be cerebral hyperperfusion with CT guided evidence of resolution. Complaint conclusion: the ci has been updated to include additional information. As reported via the sapphire registry, a patient experienced cerebral hyperperfusion syndrome, bradycardia and hypotension. At the time of the index procedure, angiography revealed 80% stenosis of the ostial right internal carotid artery. The lesion was described as 20mm in length, mildly calcified and eccentric. The reference vessel was 6.0mm in diameter and mildly tortuous. The patient was asymptomatic at the time the procedure began with rankin and nih stroke scale scores of 0. An angioguard rx with a 7mm basket was deployed beyond the target lesion and was pre-dilated. When the lesion was pre-dilated with an aviator plus balloon catheter at 14 atmospheres the patient experienced bradycardia, but no treatment was required. A precise pro stent was then implanted at the target lesion. After post-dilation with an aviator plus balloon, the patient experienced slow flow cerebral hypoperfusion. After atherectomy with an export catheter and removal of the angioguard filter, the neurological deficit completely resolved. When the angioguard was retrieved, debris was observed in the filter basket. The next morning he developed symptoms of behavior change, dysarthria, reflex change, left hemiparesis, and left hemineglect. The patient had a partial recovery with minor residual effect. The day after the index procedure rankin and nih stroke scale scores were 3. After approximately four days of hospitalization, the patient was discharged. According to the investigator, the event was related to the index procedure and not cordis product. A head CT scan showed evidence of cerebral hyperperfusion, which improved on subsequent CT scans. The nih scale at the time of discharge was 2 and the rankin scale was 0. This was all thought to be cerebral hyperperfusion with CT guided evidence of resolution. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-01018, 1016427-2010-00156 and 9610978-2011-00017.

Event description:
As reported via (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome. At the time of the index procedure, angiography revealed 80% stenosis of the ostial right internal carotid artery. The lesion was described as 20mm in length, mildly calcified and eccentric. The reference vessel was 6.0mm in diameter and mildly tortuous. The patient was asymptomatic at the time the procedure began with rankin and nih stroke scale scores of 0. An angioguard rx with a 7mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 10 x 40mm precise pro rx was implanted at the target lesion. During post-dilation of the stent, the patient experienced the step-like onset of cerebral hyperperfusion syndrome. Symptoms included behavior change, dysarthria, reflex changed, left hemiparesis, and left hemineglect. When the angioguard was retrieved, debris was observed in the filter basket. The patient had a partial recovery with minor residual effect. The day after the index procedure rankin and nih stroke scale scores were 3. After approximately four days of hospitalization, the patient was discharged. According to the investigator, the event was related to the index procedure and not cordis product.